Manufacturer narrative:
Other text: additional information: b3: date of event is unknown, no information has been provided to date., corrected data: h6 - rcode, ccode and DHR statement: no lot number was provided, therefore no device history report (DHR) review could be completed.

Event description:
It was reported the disposable had creases in the tubing causing the pump to alarm. No medication was getting through the disposable to the pump. The patient was delayed slightly in replacing their medication disposable as they had to waste a significant amount of disposable and lines trying to find one that worked.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.